Event description:
It was reported that, "the screw backed out of the poly and we went in and put another poly in with the new screw."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.